Event description:
During an attempted implant, a lead perforation was observed.

Event description:
It was reported that the lead perforated the ventricular wall and the doctor had to reposition the lead. This was completed successfully. The system remains implanted.

Manufacturer narrative:
Na

Manufacturer narrative:
A lead stiffness test was found to be within specification. The damage found was sustained during the surgical procedure.